Manufacturer narrative:
The insulin pump's button error alarm and no button response were due to corroded key pad traces. The pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Moisture damage was found on electronic and motor and assembly. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states that the device was submerged under water. Customer states trying to trouble shoot by removing batter, but error was still present. The customer's blood glucose is unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.